Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information.

Manufacturer narrative:
Reported event was confirmed by review of x-rays. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: five views of the left thigh and knee demonstrate a left total knee arthroplasty with hinged prosthesis and long stem femoral component. Distal femoral resection with long stem left total knee arthroplasty. No definite evidence for loosening but there is rotation of the femur with respect to the tibial component. Ossific density involving the distal aspect of the left femur laterally is presumably postsurgical. No significant radiolucency. Suggestion of a large joint effusion. Rotation of the femoral component with respect to the tibial component without definite evidence for loosening suggesting malposition. Distal femoral resection is present. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-03060. Medical devices: fluted stem extension straight precoat 12 mm diameter 190 mm length catalog#: 00585205212, lot#: 64287758, trabecular metal tibial cone, large 55x36mm left catalog#: 00545001355, lot#: 63205340, trabecular metal femoral diaphyseal cone, 30mm, small, left catalog#: 00545001730, lot#: 64308845, trabecular metal femoral diaphyseal cone, 30mm, large, left catalog#: 00545001930, lot#: 63024027, segment with male/female taper 35 mm length catalog#: 00585004635, lot#: 64236816, articular surface with segmental hinge post size c 12 mm height catalog#: 00585003012, lot#: 64345180, polyethylene insert xt size c use with distal femoral xt size c use with xt only catalog#: 00585001396, lot#: 64420837, smooth stem collar 30 mm o.d. For use with 16 mm or smaller diameter segmental stems catalog#: 00585204209, lot#: 63929518, tibial component precoat size 3 catalog#: 00588000300, lot#: 64227455, stem extension straight 15mm dia x 30mm length(combined length 75mm) catalog#: 00598801215, lot#: 64199746. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient is experiencing femoral loosening approximately nine months post-implantation. A revision procedure has been scheduled. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.